Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer reported that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed because the solenoid was stuck in the open position and completely jammed, even when power was removed. A field service engineer replaced the solenoid and plunger to resolve the issue and then recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.